Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump. A patient representative (rep) reported that an adult patient with an intrathecal baclofen pump had multiple refill notes later documenting seated/wheelchair refills (e.g., ¿did not ambulate¿ / ¿filled while sitting in her wheelchair¿) without clear medical necessity documented and without documentation of patient masking/source control. The patient subsequently developed a severe intracranial infection/abscess requiring neurosurgical intervention and prolonged disability; early cultures were reported as consistent with oral flora.